Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device and lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was an apparent lead fracture and proximal coil defect. It was also reported that there was blood and corrosion in the device header. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. This supplemental report is based partly on the receipt of a medwatch 3500a form. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; grommet damage was observed. Defib conductor fractured; full lead was returned and analyzed.